Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/10/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. The returned battery cap was damaged; a test battery cap was able to secure properly to the pump. The keypad was found to be intact. Evaluation revealed the contrast keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.